Manufacturer narrative:
Insulin pump was received with compromised force sensor error alarm during basic occlusion test due to loose/protruded drive support disk. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was flush. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.